Event description:
It was reported that "during surgical procedure, clip fell down in abdomen".

Manufacturer narrative:
When I received the quality engineer's investigation report on the device, I will submit a supplemental report.